Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the problem was first identified during preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The issue occurred in multiple rooms, multiple monitors with multiple cables, and multiple generators. In addition, the power cables were replaced. The customer concluded that the issue could be scope related. Tac advised the customer to send in the faulty scope for service to confirm the issue. The customer decided to call back later to further discuss. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center intermittently makes noise when activating a bovie argon generator. There was no patient involvement, no harm or user injury reported due to the event.